Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited infection with sepsis. A revision was performed and the rv lead was explanted. Additional information from the company representative indicated that the system wore through the pocket. There were no adverse patient effects reported.